Event description:
An optometrist reported a case of dry eye, observed in a pt's left eye one month post bilateral photo refractive keratectomy (prk). Pt was noted as not being following the prescribed dry eye treatment plan. Pt was returned to the dry eye treatment plan and will return for further f/u.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).